Manufacturer narrative:
The reported device was returned to conmed for evaluation. By way of visual inspection, the device was found to have a defect on the plastic packaging. A packaging engineer identified this defect as a hole which was caused by the device. This resulted in a breach in sterility. Of the lot containing (B)(4) units, this is the only complaint for this failure. A two-year review of complaint history identified 39 similar complaints, involving 68 devices, for this product family. During this same time frame, (B)(4). This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system.

Event description:
The distributor in (B)(4) rejected one 139104ext ultraclean blade due to a "scratch on package/label". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. Upon evaluation of the device, a breach in sterility was found. The report is raised on the basis of a device malfunction with potential for injury with recurrence.